Event description:
A review of the patient's programming history found that an incomplete diagnostic test may have occurred which changed the patient's settings. Upon initial interrogation on (B)(6) 2008, the patient's output current and magnet output current were found to be at 0 ma; however, the patient left the office on the previous visit of (B)(6) 2008 with an output current of 0.25 ma and magnet output current of 0.5 ma. It appears an incomplete system diagnostic test may have been performed on (B)(6) 2008 which changed the patient's settings; however, this cannot be confirmed due to the multiple incorrect dates listed.

Manufacturer narrative:
Analysis of programming history.